Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had power error detected alarm. The blood glucose was 174 mg/dl at the time of the incident. Customer went through three batteries, and three sensors because every time and reset it messes up the sensor. Customer reported that, the insulin pump has not been exposed to temperatures below 41 degree celsius. Troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. Battery power error due to a connector resistance issue.